Event description:
A peritoneal dialysis (pd) nurse that this patient was hospitalized for an exit site infection, peritoneal leak and fluid overload. There were no reported allegations that the event was caused by (B)(6) products. In additional follow-up, the patient¿s pd nurse stated that this patient began pd therapy on (B)(6) 2024. Per the nurse, the patient is non-compliant with pd therapy and skips multiple pd treatments. The nurse stated that the patient completes approximately 5 days of treatment in 30-day period. On (B)(6) 2026, the patient was admitted into the hospital with symptoms of shortness of breath. The nurse confirmed that the shortness of breath did not occur during pd treatment. While hospitalized, the patient was diagnosed with fluid volume overload and was found to have a pleuroperitoneal leak. Additionally, the nurse confirmed that the patient has a concurrent pd catheter (not a (B)(6) product) exit site infection. The nurse stated that the patient does not have peritonitis. The patient underwent removal of the pd catheter and was transitioned to hemodialysis due to patient non-compliance, pd catheter exit site infection and pleuroperitoneal leak. The patient remained in the hospital at the time follow-up was performed. Per the nurse, the patient has not had any adverse effects due to (B)(6) products. The nurse indicated that this patient is also non-compliant with exit site care of his pd catheter. The nurse attributed the pd catheter exit site infection to patient breach in infection control. The nurse could not firmly identify what may have caused the pleuroperitoneal leak to occur. However, the nurse confirmed that there have been no malfunctions with the (B)(6) cycler in association with this event. The nurse stated the patient recently had a change in his fill volume from 1600 ml to 2000 ml due to patient not being non-compliant with his dialysis. The nurse reported that the pleuroperitoneal leak is possibly associated with the increase in fill volume. Furthermore, the fluid volume overload event was directly attributed to patient non-compliance with pd therapy. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).